Event description:
It was reported that at the user facility, the device was running without user activation when the cord was wiggled. The user tried using the device with a different cord, and the device was still running without user activation. This caused the doctor's glove to be caught up in the device, but it was reported that no injury was caused to the doctor's skin. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional info will be submitted once the device is received and the quality investigation is completed, if additional info is obtained and requires reporting.

Manufacturer narrative:
Additional info will be submitted once the device is received and the quality investigation is completed, if additional info is obtained and requires reporting.